Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and it will be evaluated. A supplemental will be submitted with evaluation results.

Event description:
It was reported by the customer when sliding the safety into place on the needle, the safety slides all the way off the needle and detaches from the needle. The needle remains open and unsafe. There was no adverse outcome to the patient or healthcare professional.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of safety mechanism failure was confirmed. The returned sample was found to exhibit the same features as a known issue, and the root cause was found to be within the scope.